Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock because of 1:1 supra ventricular tachycardia (svt) and experienced pain. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.